Manufacturer narrative:
The batch record review for radiesse(+), lot a00194940, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00194940) and no similar events were noted. This case was assessed by merz north america as non-serious. The event of injection site swelling was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on (B)(6) 2025: this case was upgraded to serious. The reported term excessive swelling was changed to allergic reaction/immune reaction and was recoded from injection site swelling to injection site hypersensitivity. The outcome of the event was reported as resolved. In the opinion of the reporter, the event was related to radiesse(+). This case was assessed by merz north america as serious. The event of injection site hypersensitivity was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported swelling, redness and inflammatory were considered to be symptoms of injection site hypersensitivity and therefore were not coded. Off label use of device was coded only for formal reasons. Injection into the mid cheek crease is no approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site hypersensitivity was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse(+). Batch number was reported as (B)(6); (expiry date: 10-dec-2026). The (B)(6); (expiry date: 10-dec-2026). A lot search in the global safety database was conducted. After the radiesse(+) injection, the patient experienced excessive swelling. The outcome of the event was unknown. Follow-up information was received on 12-nov-2025: this case was upgraded to serious. The reported term excessive swelling was changed to allergic reaction/immune reaction and was recoded from injection site swelling to injection site hypersensitivity. The patients initials, date of birth, weight (ambiguously reported as 145), and gender (female) were provided. She was 36 years old at the time of the event. She was injected with a total of 1.6 ml (also ambiguously reported as 1 syringe/1.5 ml) of radiesse(+) into the nasolabial folds and mid cheek crease (off label use of device), on (B)(6) 2025. She was injected subdermally with 0.8 ml into the nasolabial folds using a needle, and supraperiosteally with 0.8 ml into the mid cheek crease, also using a needle. Radiesse(+) was not diluted. The patient medical history included anemia. The patient had no known drug allergy or previous aesthetic treatments. On (B)(6) 2025, 8 days after the radiesse(+) injection, the patient experienced an allergic reaction/immune reaction. She experienced facial swelling and redness after flying to california. It was described as delayed inflammatory/immune reaction. She went to the emergency room (reported as ER) and was treated with intravenous (reported as IV) solu-medrol. Laboratory tests were possibly done. The patient improved on IV/oral steroids. She also received antibiotics (azithromycin), although infection was unlikely. The event required 7 days of steroids to improve. The outcome of the event was reported as resolved in 2025 (changed from unknown). In the opinion of the reporter, the event was of severe intensity and related to radiesse(+). Therefore, the causality was changed from reasonable possibility/suspected to related. In the opinion of the reporter, treatment was necessary to accelerate recovery and to prevent permanent damage, the event was not considered to be permanent, and did not require hospitalization for more than 24 hours.